Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device." The complaint could be confirmed for hematoma as per the alleged failure that the user experienced. Based on the available information, the exact cause of the hematoma cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown product code/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled: literature svn stroke and vascular; neurology direct carotid puncture in acute ischaemic stroke intervention. A doctor conducted a study in which the involved patient had access directly to the carotid artery for ischemic stroke intervention. The access sight was closed with an angio-seal. The patient had a closure complication of carotid dissection and developed a hematoma at the sight of access. No other information or status about the patient is known.